Event description:
Two pt samples with discrepant sodium and/or potassium results. Pt 1, initial sodium gave 120 mmol/l; repeated twice giving 140 mmol/l each time. Pt 2, initial sodium gave 93 mmol/l; repeat gave 137 mmol/l. Initial potassium 3.5 mmol/l; repeat gave 4.2 mmol/l. Erroneous results were reported. Pts not adversely affected. The field service rep determined the cause for the discrepant results to be the ise wash tower was overflowing and replaced wash tower. Performance tests were performed and within specifications.